Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device observed that the device had a ruptured hose. Therefore, the reported condition was confirmed. It was determined that the device had unauthorized repairs performed by a third party. Therefore, pre-testing was not performed on the device. The assignable root cause of the component damage was determined to be due to misuse and / or abuse, since the device had been tampered with. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no contact phone number or complete address provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior lumbar fusion surgery (l5-s1), it was observed that the hose exploded on the motor device. There was a thirty minute delay towards the end of the surgery. An identical spare device was available to complete the surgery successfully. It was reported that the surgery had a successful outcome. There was patient involvement reported. According to the reporter, there was no patient injuries reported. However, it was reported that the hose hit the surgeon in the head and knocked the surgeon¿s headlamp off. The reporter stated that the surgeon was not injured. There were no reports of injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.